Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss was informed of two things that happened with the unit. The surgery center indicated on (B)(6) 2017 the vitrectomy was activated and in the next screen the two buttons bypass and prime could not be activated, which fss determined that it was probably caused by the touchscreen. Fss noted that there were traces of balance salt solution (bss) and the touchscreen did not work probably when wet. Second issue reported occurred on (B)(6) 2017 that the system was not working due to faulty opo70 tubing pack. That there were 503 errors (prime low vacuum error) during priming, caused by bad routed tubing in the opo70 tubing pack. Fss was not able to duplicate or confirm the issues reported. Fss inspected and tested the system as well as performed the field service checklist which the unit passed the functional tests. System was found to meet the required specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the vitrectomy did not work during the procedure. A back up system was used to continue and complete the surgery. The patient treatments were not delayed or cancelled.